Event description:
It was reported that the insulin pump alarmed motor error. Customer states that his blood glucose readings have been erratic. The blood glucose reading is 184 mg/dl. The drive support cap is flush. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unable to verify e70 alarm in alarm history screen due to overwritten history file. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.